Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party culture testing, device evaluation and legal manufacturer's (lm) final investigation. After the device was returned to olympus, it was sent out for additional third-party culture testing. Based on the microbiological analysis report, the instrument/suction channel tested positive for micrococcus luteus bacteria. Olympus performed a visual inspection on the subject device and confirmed that there was no foreign material found in the biopsy channel, biopsy channel port, suction cylinder, or suction channel. Also, there was no physical damage observed at the inner wall of the biopsy channel or the suction channel. On 15feb2024, an olympus endoscope support specialist (ess) conducted an onsite reprocessing training at the facility. The ess observed the staff¿s reprocessing practices of the scope (bf-1th190). The ess observed the leak test, manual cleaning, and loading of the device in the (non-olympus) automated endoscope reprocessor. The ess noted that the reprocessing steps were performed according to the olympus reprocessing manual. However, during the training, the facility stated that there is sometimes a delay in cleaning of the scopes that arrive from the operating room. The facility also stated that the bronchoscopes often have patient debris still in the suction valve housing and instrument channel port/channels when arriving to the reprocessing area. The ess reviewed the presoak procedures for the devices (bf-1th190 and bf-uc180f), noting the indication for excessive bleeding, or if the scope sat longer than an hour after the precleaning steps were performed. The ess provided the facility with the reprocessing manuals and the infections control standards to quick reference guide. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.based on the results of the lm final investigation, a relationship between the subject device and the patient infection could not be identified. The customer did not perform culture testing on the subject device; however, bacterial growth was found after third-party culture testing was conducted by olympus. Per the ess onsite reprocessing training, it was confirmed that the user deviated from the reprocessing steps recommended in the instructions for use (IFU) manual. Specifically, the user reported a delay of reprocessing between precleaning and manual cleaning of the device. Therefore, it is likely the event was caused by insufficient reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that 3 patients developed an infection after the use of the bronchovideoscope. There were 3 different organisms identified and growth in the lungs of three patient. It was reported some of the specimen tested were fungi and one was influenza. The scope was visually inspected and found to have white residue like substance.

Manufacturer narrative:
This report is linked to the following patient identifiers: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00115.